Event description:
It was reported that a (B)(6) female patient ((B)(6) ) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a cardiac effusion during the procedure. They noticed the effusion via an intracardiac echocardiogram first. Prior to their noticing the effusion, they had gone transseptal twice and had been ablating for about 10 minutes. After the effusion was noticed, the patient's blood pressure dropped "into the 60s" and the patient was experiencing tachycardia. The only intervention necessary was a pericardiocentesis, during which 400 cc's of fluid were removed. The drains were left in and after the procedure, the patient was stable and admitted for overnight observation. The case was abandoned/not completed after the effusion was found. When asked, the physician indicated that it was his opinion that the effusion was a result of one of the two transeptal procedures. The case was not part of a clinical study. The bwi instruments used during the case were a smart touch surround flow (stsf) (df curve), a vizigo sheath (medium), a pentaray catheter (d curve), an esophostar, and a soundstar catheter. Stsf catalog #: d134805 and lot# 30739895l. The stsf catheter is available for return. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is improved. A smart ablate generator with serial number (B)(4) was used. There was no evidence of steam pop. The flow setting of the irrigation catheter was 15 ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameter for stability used was time. No additional filter was used with the visitag. Impedance color option was used prospectively. This event will be conservatively reported as ablation took place before the effusion was noticed, therefore, bwi devices cannot be excluded. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-may-2022, the product investigation was completed. It was reported that a 76-year-old female patient (75 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30739895l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).